Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red weeping rash under their chest from lifevest equipment. The patient reported a nickel allergy. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydro-cortisone-ointment for the skin irritation. Follow up indicated that the skin irritation improved.